Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent. Should additional information become available for the patient a supplemental record will be filed.

Event description:
Caller states this unit will not give any no flow alarm.